Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 645mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device tracked without issues on a 0.0140" test guidewire. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced but failed to reach the lesion after several attempts. The device was removed and it was noticed outside the patient that the shaft was broken. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.